Event description:
It was reported that, after procedure, it was noticed that the gii spc fixed p/s housing collet sz 3-8 is unable to lock properly to the cutting block. Device had been used to complete the procedure and no delay or injury occurred due to this event.